Event description:
During a remote follow up, it was observed the patient experienced inappropriate shocks due to noise resulting in oversensing on the right ventricular (rv) lead. Additionally, high defibrillation impedance and a loss of capture and a loss of sensing were also observed on the rv lead. During the revision procedure, it was observed the rv lead was dislodged. The rv lead was attempted to be repositioned, however, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable.